Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: "per nursing report, upon priming the tubing with saline- it was noted that saline was leaking from the secondary port connection on the cassette. The tubing did not contain blood products, but the drip chamber has some minimal blood noted so was placed into a biohazard bag. New tubing was obtained for the blood transfusion. Patient harm: no. A preliminary review of the logs identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.